Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: there was evidence of moisture behind the display lens and behind the ir window. The pump powered on to a blank display screen. There was evidence of moisture contamination on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.